Event description:
During a ptca/stenting treatment procedure, the liberte bare balloon would not inflate during the post-stent placement dilatation attempt. The pt was asymptomatic during this event. It is noted that the lesion had been predilated with an unspecified balloon. The liberte bare balloon was removed and replaced with another balloon to complete the post-dilatation of the stent. The procedure was successfully completed and the stent was successfully deployed. No pt injuries or complications were reported. Pt status is reported as 'good'.